Manufacturer narrative:
Date sent to FDA: 09/30/2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent ventral/umbilical hernia repair surgery on (B)(6) 2018 and mesh was implanted. It was reported that the patient underwent removal surgery on an unknown date during which the surgeon noted dense small adhesions to the anterior abdominal wall and previously placed periumbilical mesh. Small bowel was sharply dissected off of the mesh. After the adhesions were cleared, the small bowel was carefully inspected and one small enterotomy was identified and closed. A portion of poorly incorporated mesh was excised sharply and passed off. It was reported that the patient experienced severe pain and inflammation. No additional information is provided.